Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high shock impedances on a non-boston scientific right ventricular (rv) lead. It was reported that no noise was present. The physician was to further troubleshoot and then determine the next action plan. No adverse patient effects were reported.

Manufacturer narrative:
The field representative later reported that this patient was brought in for high energy shocks. The impedances were normal throughout testing and the physician has elected to continue to follow this patient. The patient will be brought back for high and low energy shock testing, but this has not been scheduled. No adverse patient effects reported. This investigation will be updated should further information be provided.

Manufacturer narrative:
Multiple attempts for further resolution were made for resolution. It was later reported that minor noise resulted from isometric testing. The patient was to be monitored and later further testing would be done to verify integrity. Information suggests this device remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Shock impedances of 128 ohms were again noted on this non-boston scientific lead and the physician has elected to continue to monitor this issue.